Event description:
It was reported that noise was observed on the right ventricular (rv) lead. It was determined that insufficient insertion into the device port was the cause of the noise. The rv lead was fully inserted to resolve the event. The patient was stable and there were no adverse consequences.